Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was exhibiting noise on the rate/sense and shocking channels resulting in pacing inhibition. This was confirmed by review of electrograms. This was the only episode with such noise and it was reported that the patient did not experience any adverse symptoms as a result of the pacing inhibition.